Manufacturer narrative:
H.6. Investigation summary: bd received 100 samples and two photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. The samples were tested and the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the samples are exhibiting incomplete gel separation; gel is mixing with the rbcs."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the samples are exhibiting incomplete gel separation; gel is mixing with the rbcs."